Event description:
It was reported that during pre-implant testing, this right ventricular lead exhibited abnormal impedance values (not specified) and high thresholds. Due to the patient's condition, the procedure was not completed. No adverse patient effects were reported. It was stated that the lead would not be returned for analysis.

Event description:
It was reported that during pre-implant testing, this right ventricular lead exhibited abnormal impedance values (not specified) and high thresholds. Due to the patient's condition, the procedure was not completed. No adverse patient effects were reported. It was stated that the lead would not be returned for analysis. It was additionally clarified that the lead impedance had been normal. Multiple lead positioning attempts did not resolve the patient's high thresholds. The procedure was time-consuming and it was decided to end the procedure after the patient developed intra-operative heart failure. The physician planned to attempt another implant following the patient's recovery.